Manufacturer narrative:
The device involved in the reported incident is not expected to be received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
A cerebrospinal fluid (csf) drainage system (10100) with a patient line and a one way valve was connected to the patient during a ventriculostomy at the bedside. The drainage system appeared to have a blockage between the cylinder column and the drainage bag. There was no problem with the catheter but the drainage system that caused csf to back up into the patient's head. As a result, the fluid is backing back into the patient's head. The drainage system had to be replaced three times within a 15 hour period from (B)(6) 2010 to (B)(6) 2010. The patient did not incur any injury.